Event description:
The customer observed false non-reactive alinity I anti-hcv results generated for a 36-year-old female patient sample. The results were inconsistent with other methods. The following data was provided (customer¿s reference range on all platforms <1.00 s/co is nonreactive): sample ID (B)(6) initial result = 0.89 s/co, repeat result = 0.87 s/co result on roche platform = 27.0 s/co, result on autobio platform = 3.3 s/co. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 8p06, that has a similar product distributed in the us, list number 8p05 with 510k/PMA/bla number p050042.